Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient was having problems and they didn¿t know if it was the implant. It was noted the patient was having pain to the left of their stimulator and to the right of where their feeding tube was, in the center of their abdomen. The patient stated it was not pleasant to palpate. It was noted the patient saw their physician and was told they had a urinary tract infection (uti) but that should have nothing to do with the pain they were having.